Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the severely tortuous and severely calcified vessel. During the procedure, two wolverine cutting balloons failed to cross the lesion. A 3.75mm x 12mm nc emerge balloon catheter was advanced and burst at 18 atm due to heavily calcification. The device was removed and the procedure was completed successfully. No patient complications were reported.